Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the hcp reported that the patient came to the ER (emergency room) complaining her pump was not working and she had some swelling at the lumbar catheter site. There was a 4 cm area of swelling over the lumbar catheter site. The hcp aspirated fluid that looked like drug and he was wondering what to do with the fluid. The area of swelling occurred after the patient was ¿horsing around¿ and bumped her back area on (B)(6) 2017. The patient then got on the phone and stated that her ptm (personal therapy manager) had intermittently been turning off and was also showing the splash screen since she bumped her back. Per the patient, she developed increased pain and could not bend over or sleep since the bump on her back. The symptoms had come on suddenly. The hcp was waiting for a call from the patient¿s managing physician and would be sending the fluid from the aspiration to the lab to check for csf (cerebrospinal fluid). No further patient complications have been reported as a result of this event.